Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 28-nov-2024, as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. This file is related to (B)(4). Manufacturing records review: prior to distribution, all fs-oa-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for fs-oa-10 device of lot number c2141608 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the fs-oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2141608. Instructions for use and/label review: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use :"if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to excessive force being applied while trying to deploy the stent through the patient¿s anatomy which in turn caused damage observed during the lab evaluation- kink/crumpling on pushing catheter and subsequently causing issue reported. From additional information provided there was resistance encountered when advancing the wire guide to the target location and there was resistance encountered when advancing the introduction system in place to the target location. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, when releasing the stent, the stent holder distend instead of sliding in the stent pusher. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being applied while trying to deploy the stent through the patient¿s anatomy which in turn caused damage observed during the lab evaluation- kink/crumpling on pushing catheter and subsequently causing issue reported. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Description of event: cust dossier fei-24-1758:received:4-june-24 14h33. When releasing the stent,the stent holder distends instead of sliding in the stent pusher. Distension of the stent holder does not prevent stent placement but complicates it strongly with a greater risk of displacement of the stent.the problem arises from the first use of the stent stand which obliges the medical team to change of stent stand at each stent installation.no clinical consequences, but longer procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.